Manufacturer narrative:
No evaluation has been performed as the resolution was confirmed on-site.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system became unresponsive. It was not possible to move the mouse or to navigate. The site did a hard reboot and when the loading the patient again, the registration was missing. The site re-registered and were able proceed with the case. There was a reported delay to the case of one hour as a result of this issue and no impact on the patient outcome.